Event description:
It was reported that impedances were greater than 4,000 ohms on all electrodes. Fractured lead wires were noted. Due to the high impedances, the lead was replaced. During the explant, the lead broke and was partially removed. The lead fragment was left in the patient and a new lead was implanted on the other side. The new lead was connected to a new implantable neurostimulator (ins) as the previous ins was at normal end of life. Following the procedure, the patient felt fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead; lead implant and explant dates are approximations. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead found that all conductors were broken at the distal side of the last tine.

Event description:
Additional information received reported that it was not clear what the cause of the high impedances were. The impedances were high after about ten years from implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.